Event description:
It was reported, during a procedure on (B)(6) 2011; the cement kit body broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation and visual inspection of the returned vertecem v plus cement kit showed that the transparent wall of the cement mixer is broken. Further, the investigation also reports the excessive mechanical load was the cause for the rupture of the transparent wall of the cement mixer. Also, a review of the device history records (DHR) states the following: the review of the manufacturing and material documents showed that the item on which the complaint was received was manufactured according to the specifications.